Manufacturer narrative:
(B)(4). Incorrect anatomy: it should be noted that the proglide instructions for use indications section 4.0 states that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was not returned for analysis. Based on the information provided the reported needle to cuff miss appears to be related to user technique and/or an interaction with patient anatomy. The reported patient effects of occlusion and tissue damage are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified superficial femoral artery was attempted using a proglide device via a 6f sheath after a posterior tibial stenting interventional procedure. Reportedly, no tissue was captured, a piece of tissue came out on the suture when the plunger was removed. It was noted that there was no pulse distally to the puncture site and the patient's foot on the operative side was looking "dusky" in color. A cut down was performed along with an embolectomy. The puncture site was closed successfully, pulses returned and the patient's foot was perfused. There was significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.